Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user noticed that the patient side manipulator (psm) 2 was drifting in some specific position. There were no related errors in the system log. The user received phone assistance from the technical support engineer (tse). The tse advised the user to check for the cannula mount, which was tight. The user reset the adaptor, but the issue persisted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was robotically completed with all 4 arms. The issue occurred with the surgeon's head inside the surgeon console's high-resolution stereo viewer while the surgeon was manipulating instruments. The reporter observed the patient side manipulator jittering in the surgeon side console and fluttering motion on the outside. Shakiness and/or friction were observed. The issue was not persistent. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. No images or video recordings are available for isi review. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) 2 to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the product has not yet been received. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced patient side manipulator (psm) arm involved with this complaint and completed the device evaluation. The reported event was confirmed confirming a faulty axis 2 harmonic drive.